Event description:
This lv lead was implanted on (B)(6)2007 remains implanted at this time. A call placed to technical services on (B)(6)2013 states looking at strips, probably far field oversensing of atrial sensed activity on lv. Disucsed automatic gain control and lead configuration and lv sense off. The physician was dr.(B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).